Event description:
It was reported that during a device upgrade that there was difficulty inserting the left ventricular (lv) pacing lead and the right ventricular (rv) defibrillation lead into the device connector block. The lv lead was finally inserted with high force into the connector block. The rv defibrillation lead was replaced with a new lead and inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).